Manufacturer narrative:
Philips received a complaint on the heartstart xl+ indicating that the device did not pass the daily check due to a battery error displayed. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which it was determined that this was a malfunction of the battery; however, a replacement battery is currently unavailable due to being on backorder. A replacement battery will be provided to the customer when available. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is giving a battery error. There was no reported patient impact or injury.